Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed, mode switch episode; the right ventricular lead exhibited noise and high pacing impedances. There were no patient consequences. No intervention was reported.